Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height main drawer 2.1 and 2.2 cubies were missing on the row b. The field service engineer (fse) inspected and disassembled the drawers to check the row trays and found no damaged wires but noticed liquid residue. The fse replaced the affected row tray, reassembled the drawer, and performed diagnostics. After rebooting and testing, the cubie drawers functioned normally, and the customer was able to inventory them without issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es half height main drawer 3 row b was malfunctioning. The customer founded a liquid spill towards very front of drawer. There were no adverse events or injuries reported based on this event.